Event description:
The following has been reported: biomed reported: 'blood tubing set that the pump would not recognize the cassette. Biomed tried two different pumps, and still would not recognize. Spiked a new set and it worked. A preliminary review of the logs identified the following issue: set not recognized. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.